Event description:
Salesman called in to look aat x-rays for revision of pca tibial baseplate. According to dr., undersized baseplate was used in original surgery which caused baseplate to subside and led to extreme loosening of the joint. Baseplate was removed and replaced with cruciform and 14mm insertdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.